Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. It was reported the tip of the device broke off. It is unknown how the case was completed. There was no consequence to patient.